Event description:
Caller reported a malfunction on pump with code malf 9. There was no adverse impact to customer's blood glucose level as it did not exceed 500 mg/dl. Cts provided reset information and assisted caller with pump reset, after which malfunction code did not recur. Customer acknowledged instructions and understood to continue using pump and call back if any malfunction recurs.